Event description:
The hcp reported that the pump was explanted after 39 months due to "battery depleted". The device was returned to the manufacturer for analysis. The device was replaced and the patient outcome is "good". A follow-up report will be sent when additional information is available.